Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted there was tissue entwined in the helix and blood/body fluids in the helix housing. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, leading to high pacing thresholds and loss of capture. The dislodgment was confirmed via fluoroscopy. The ra lead was extracted and the patient was treated with intravenous antibiotics to solve the issue. Upon explant, the physician noticed tissue had encapsulated the tip of the lead. A new ra lead was implanted during the procedure. No additional adverse patient effects were reported.